Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. (B)(4). Evaluation summary: the analysis was performed by asahi intecc. Co. Ltd: the device was returned for analysis. The stretched coils were confirmed. Additionally, a fracture of the proximal segment of the core wire was observed microscopically. The lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that an asahi sion blue guide wire was selected for the procedure. Upon removal of the asahi sion blue guide wire from the anatomy, the tip coils were observed to be unraveled (stretched). There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information provided. Returned goods analysis found that the core of the guide wire was separated.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.